Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 5000 mcg/ml at 1041.6 mcg/day, dilaudid 0.1 mg/ml at 0.02 mg/day, bupivacaine 5 mg/ml at 1.0416 mg/day and clonidine 50 mcg/ml at 10.416 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient reported that the pump stalled and never recovered on (B)(6) 2024 (critical alarm started). There was a pump motor stall that led to pump replacement. There were no falls, no magnetic resonance imaging (MRI) per the patient. The rep stated that they checked the logs which confirmed that the stall occurred on (B)(6) 2024 at 7:53 am. The motor stall never recovered. Actions/interventions taken included the pump being replaced. The issue was resolved at the time of the report and the patient's status was "well". It was unknown if the patient was taking other medications. The patient's weight and medical history was asked but was unknown. Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal dilaudid 0.1 mg/ml, bupivacaine 5 mg/ml and gablofen 500 mcg/ml via an implantable pump for unknown indications for use. It was reported that the patient was seen today for an alarming pump and it was noted a motor stall occurred (B)(6) 2024 and had not recovered. The rep had checked the pump status a couple of times. The rep stated there was no emi or magnetic interaction. Technical services discussed pump replacement and analysis. The rep stated the patient was there for this procedure now. Additional information received from a manufacturer representative (rep) indicated that they did not have any additional information on why the pump stalled. The pump stalled on (B)(6) 2024 and never recovered. The patient did not have an MRI. The pump was replaced on (B)(6) 2024 and would be sent back to mdt for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no significant anomaly ¿ pump motor o-ring wear.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient reported that the pump started sounding a critical alarm (B)(6) 2024. The pump logs were checked, and the pump stalled on (B)(6) 2024 and never recovered. The patient experienced a sudden loss of therapy related to the event. The patient recovered without sequela following the pump replacement.

Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.